Manufacturer narrative:
Analysis of the pump determined there was a significant gear train anomaly in the motor. There was corrosion and lubrication seen, and the stall was noted to have been due to shaft-bearing. There was a residue noted on the top and bottom shaft of the rotor magnet, around the bore of gear two's upper jewel, and significant residue and wear on the upper shaft of gear two.

Event description:
It was reported that there was a pump motor stall that never recovered. The patient indicated that there was no electromagnetic interference (emi) or magnetic resonance imaging (MRI) exam. The physician prescribed ¿os therapy¿ and the pump was reprogrammed. As of the date of the report, the patient was alive with no injury, it was unknown if there were patient symptoms or complications associated with the event, and the pump remained implanted, but was ¿out of service¿. The pump was to be replaced in the future. The pump was being used to infuse morphine and prialt. It was further reported that the pump explant date was 2014 (B)(6). The patient was reported to be doing well and receiving effective therapy with the new pump.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.